Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter was unable to provide a specific blood glucose level but stated that the patient had diabetic ketoacidosis and visited a hospital for treatment. While at the hospital, the patient received intravenous insulin. The reporter was unable to troubleshoot the issue at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.